Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate implantable cardiac devices. It is not known if the programmer was dropped or suffered a blow. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer was unable to interrogate devices wirelessly. As a result the radiofrequency transceiver was replaced. It was also noted that the system fan was noisy and the case handles were broken.